Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block. Temporary pacing support was provided. The day following valve implant, a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
Device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The investigation is in progress. A supplemental report will be filed when the investigation is completed. (B)(4).